Event description:
This customer reported a failure to discharge during testing of the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during testing of the device. There was no pt involvement. The device was evaluated locally by philips and the reported symptoms could not be reproduced. The device passed all testing. We are unable to determine the cause of the reported symptom as it could not be reproduced.